Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl with a high ketone level that may have been dangerous. The customer went to the emergency room and was treated with insulin and fluids. The bg level was lowered. The customer was discharged several hours later. The customer changed the cartridge and infusion set. As the supplies had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.